Manufacturer narrative:
The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: channel cleaning brush not able to be inserted properly due to blockage(foreign material) of channel tube. Angulation in the up direction is out of standards due to worn of angle-wire. The gap of up/down (u/d )knob is out of standards due to worn of angle-wire. There is gap at the adhesive part of a-rubber (ar). Device evaluation confirmed the customer reported issue of foreign material in the channel as during inspection , blockage in the channel due to foreign material was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during preparation for use, it was found that foreign material is in the channel. The device was replaced and the intended procedure was completed with similar device with no patient harm or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the tip of a syringe becoming broken during use and remaining in the biopsy channel port. The instructions for use (IFU) (reprocessing manual) says on syringe to insert it in port of mh-946 injection tube or port of maj-855 auxiliary water tube before use. Olympus will continue to monitor field performance for this device.